Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the pod was applied to the skin and worn for approximately 1 to 4 hours. During this wear duration, the patient¿s blood glucose values were reported to range between 181 and 250 mg/dl. The patient stated that the cannula did not deploy, as it was not visible upon pod removal. The patient was unable to confirm whether the pink slide insert moved forward into the viewing window, which may indicate a failure of the needle mechanism to deploy as intended during activation.